Event description:
In 2007, the reporter/health care professional contacted lifescan alleging that a one touch surestep flexx meter had read inaccurately high compared to another device. On the same day, at 3:00 pm, a pt had his/her blood glucose tested by a lab and a result of "47 mg/dl" was obtained. It is not known if the pt had symptoms of low blood glucose at the time. At 4:03 pm, a nurse checked the pt's blood glucose with the reported meter and got a result of "247 mg/dl." The pt did not eat anything during the time between the two tests. The nurse also was not aware that the lab result of "47 mg/dl" had been obtained an hour and a half earlier. Based on the meter result, the nurse treated the pt with 8 units of insulin (unknown type). According to the reporter, the pt developed symptoms suggestive of low blood glucose. He was treated with IV glucose. The reporter stated that control solution tests were performed on the reported meter that passed. The reporter did not know what the pt's hematocrit was. No further clinical info was provided by the reporter reading the event. It would have been helpful to know the following info: if the pt had symptoms when the result of "47 and 247 m g/dl" were obtained, what type of insulin was given to the pt, what time the insulin was given, what time the symptoms developed, and what symptoms she had. Also, it would have been helpful to know if the pt rec'd any treatment between the two reported tests, if the pt's blood glucose was tested when he had symptoms and after he rec'd the IV glucose treatment, and if his symptoms were relieved. The meter was replaced. This complaint is being reported due to the following conclusion: the reporter alleged that the meter read inaccurately high. The pt obtained a low blood glucose result from the lab, got an elevated meter result an hour and a half later, took insulin based on the meter reading, and developed symptoms suggestive of hypoglycemia. The pt required IV glucose treatment.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.